Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus during a procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue, but did not release from the delivery catheter to deploy. The clip was tried loosening from the delivery system by jiggling it; however, the handle ended up breaking. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.